Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a da codes indicative of a data integrity issue and a bd code indicative of a battery issue. A copy of the device's memory was submitted for analysis. Memory analysis determined that the da code occurred one time and the device was able to self-correct the issue. The ba code was a false-positive due to the multiple inductions this patient has recently undergone. Boston scientific engineers noted that the device&#38112;battery has since recovered from the numerous inductions. No adverse patient effects were reported. The device remains in service.